Manufacturer narrative:
A tear was found on the exposed portion of the soft cannula. It could not be determined when the cannula was damaged. The download data contains no timeouts, drive stalls, or hazard alarms, indicating there was no struggle in delivering insulin. Investigation results found no damages or manufacturing deficiencies that would result in the reported irritation at the infusion site. The exact cause of the reported event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 400 mg/dl while wearing the pod between 1 and 4 hours on the back. For treatment, the patient changed out the pod and gave correction bolus.